Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep in china that during a rotator cuff repair procedure on (B)(6) 2024, it was observed that a 4.75 healix advance kntlss br anchor with a 4.5 healix advance br w/ocord anchor device was broken off, removed all the broken parts. Changed another one to continue the surgery, the same problem happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Device history review: there was no non conformances regarding this lot. The product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that the anchor is broken, the proximal broken piece was still attached to the suture. The rest of the device does not show structural anomalies. Handle shows partial part impregnated with foreign matter, presumably biological. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment may occurred and consequently the anchor fracture. As per IFU-100191, inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities UDI: (B)(4).